Manufacturer narrative:
Customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs and dka found on 06-jun-2023 (per ss event date). However, according in the customer's note, the customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs and dka found on 15-jun-2023 on (B)(4), svn#:(B)(4)- customer returned pump for an alleged rattling anomaly and visit to emergency room for high bgs and dka found on 06-jul-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged failed battery alert/battery failed alarm, cosmetic damage, rattling anomaly and visit to emergency room for high bgs and dka found on 10-jul-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. No unexpected rattling anomaly noted during testing. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date 06-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 06-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 995750 (99.575 u). Dailytotalofbasalinsulindelivered: 228750 (22.875 u). Dailytotalofbolusinsulindelivered: 767000 (76.7 u). In further full review of the pump history/traces on the customer event date 15-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 15-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 464500 (46.45 u). Dailytotalofbasalinsulindelivered: 126500 (12.65 u). Dailytotalofbolusinsulindelivered: 338000 (33.8 u). Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/13/2023 to 06/15/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 06-jul-2022 and 10-jul-2022. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 06-jun-2023 and 15-jun-2023 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: 06/01/2023 14:30:33.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 06/13/2023 18:32:05.000, 06/13/2023 19:02:07.000, 06/13/2023 19:37:07.000, 06/14/2023 23:32:10.000, 06/15/2023 02:32:09.000, 06/15/2023 03:07:09.000, 06/15/2023 03:42:09.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 06/06/2023 15:28:00.000. Insert battery alarm was recorded and found in the formatted history file on: 06/06/2023 16:14:38.000, 06/15/2023 15:55:11.000, 06/15/2023 16:05:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 06/15/2023 16:06:03.000. Power loss alarm was recorded and found in the formatted history file on: 06/15/2023 16:06:19.000, 06/15/2023 16:06:26.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery alert/replace battery now alarm noted 1 week prior to the event dates 06-jun-2023 and 15-jun-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-jun-2023. There was no power data available for the event date of 06-jun-2023. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and no loose components noted on the pcba 1 and pcba 2 noted. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Failed battery alert/battery failed alarm was not confirmed. Cosmetic damage (rattling anomaly) was not confirmed, however, other cosmetic damage was noted. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 35.1 mmol/l. The customer reported vomiting and headache as symptoms. Troubleshooting was performed and the customer stated that the pump was under delivering. It was found that the customer has treated the high blood glucose event with the emergency medical service. The customer was using the pump within 48 hours of the reported event. The auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. No unexpected rattling anomaly noted during testing. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date 06-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 06-jun-2023 listed on smartsolve. Daily total of all insulin delivered: 995750 (99.575 u) daily total of basal insulin delivered: 228750 (22.875 u) daily total of bolus insulin delivered: 767000 (76.7 u) in further full review of the pump history/traces on the customer event date 15-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 15-jun-2023 listed on smartsolve. Daily total of all insulin delivered: 464500 (46.45 u) daily total of basal insulin delivered: 126500 (12.65 u) daily total of bolus insulin delivered: 338000 (33.8 u) please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/13/2023 to 06/15/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 06-jul-2022 and 10-jul-2022. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 06-jun-2023 and 15-jun-2023 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: 06/01/2023 14:30:33.000 sensorerroralert (801) was recorded and found in the formatted history file on: 06/13/2023 18:32:05.000 06/13/2023 19:02:07.000 06/13/2023 19:37:07.000 06/14/2023 23:32:10.000 06/15/2023 02:32:09.000 06/15/2023 03:07:09.000 06/15/2023 03:42:09.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿ the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 06/06/2023 15:28:00.000 insert battery alarm was recorded and found in the formatted history file on: 06/06/2023 16:14:38.000 06/15/2023 15:55:11.000 06/15/2023 16:05:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 06/15/2023 16:06:03.000 power loss alarm was recorded and found in the formatted history file on: 06/15/2023 16:06:19.000 06/15/2023 16:06:26.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery alert/replace battery now alarm noted 1 week prior to the event dates 06-jun-2023 and 15-jun-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-jun-2023. There was no power data available for the event date of 06-jun-2023. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and no loose components noted on the pcba 1 and pcba 2 noted. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Failed battery alert/battery failed alarm was not confirmed. Cosmetic damage (rattling anomaly) was not confirmed, however, other cosmetic damage was noted. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.